Event description:
It was reported patient underwent an open reduction internal function retrograde femur nailing on (B)(6) 2012. During the procedure, the connector bolt fractured off during nail insertion. The surgeon could not remove fractured piece from the nail so the surgeon did a phoenix retrograde nail exchange. Subsequently, this caused a delay in the procedure over 30 minutes.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01363 / 01364). The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.